Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 1308 of 2031 lifetime v-sic are recorded beginning (B)(6) 2014. There are 4 non-sustained episodes of less than 220 milliseconds (ms) v-v cycle recorded between (B)(6) 2014. The partial lead was subsequently returned in segments and analyzed. Analysis revealed the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo.

Event description:
The lead was explanted and not replaced.

Event description:
It was reported that the right ventricular lead had noise and an increase in sensing integrity count (sic). Lead fracture is suspected. Lead replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).